Event description:
Approximately 3 weeks after implantation of a 2-level helix revolution plate, the right inferior screw has backed out a small amount. The surgeon reported that in addition to the right center screw was not fully locked down based upon radiographic review, but has not become loose.

Manufacturer narrative:
(B)(4). Revision surgery has not yet occurred; no product has been returned for evaluation. No root cause has yet been identified. Should revision surgery occur and product become available, additional relevant information will be included in a subsequent report. Labeling review notes the following: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)."